Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2013 inratio 1.7, lab 3.0. Five minutes between tests. On (B)(6) 2013 inratio 2.6, lab 3.4. Five minutes between tests. Pt's therapeutic range unknown.